Event description:
On (B)(6) 2008, the pt was implanted with a gore tag thoracic endoprosthesis. In (B)(6) 2010, imaging showed a type I endoleak of unk origin. In (B)(6) 2011, imaging showed a distal type I endoleak. An endovascular procedure was performed where a talent stent graft was implanted. In (B)(6) 2012, angiography showed a distal type I endoleak with a penetrating ulcer in the juxtarenal aorta. On (B)(6) 2012, the pt underwent an endovascular procedure for a distal type I endoleak where a gore tag thoracic endoprosthesis aortic extender component was implanted with a conformable gore tag thoracic endoprosthesis. The endoleak was resolved. The pt tolerated the procedure. Aneurysm growth was not reported. The cause of the endoleak was unk.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.